Event description:
It was reported that the patient presented for follow-up with low pacing impedance exhibited by the left ventricular lead. It was observed that the decrease was acute, and continued monitoring was discussed. No further information was available.

Manufacturer narrative:
Voluntary medwatch report #: mw5146577.